Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient gets no therapeutic effects on the left side of the body. The manufacturer representative (rep) saw a patient yesterday at the hospital for a paddle lead activation. The patient has bilateral lower back and leg pain. The rep thought from the x-ray (attached), is that the lead was quite low (top of t9), and it's also right sided. During the clinic, they could get coverage of right sided back and leg pain, but couldn't get any left sided coverage, no matter what they tried. All contacts down the left side of the lead, center, and right side would get right side coverage for the patient. The rep tried dtm parameters, then a 500pw/500hz, then an evolve, then a reverse evolve (1000pw), as well as tonic. The rep tried all these waveforms with electrodes around the top left of the lead at contacts 5, 0, and 1, and tried putting 'a wall of anodes' behind the cathodes to push the stimulation out to the left side. The best coverage the rep got was doing this with a cathode at 0 and 5, and anodes at 1,6, and 11. Their focus was trying to drive stimulation upwards, and to the left - based on the x-ray. But when that didn't work, the rep also tried various waveforms at different parts of the lead in a trial-and-error exercise. Again, the rep couldn't find any coverage this way either. At one point the patient got a momentary flicker of left buttock with evolve parameters when there was a cathode at 14, on the right side of the lead - but it disappeared. This led the rep to think that maybe the surgeon hadn't seated the white tipped lead in the 0-6 port, which would mean that the right side displayed on the tablet was in fact the left side. I explored the further by mapping down the right but didn't have any joy. Technical services (ts) stated that it was a bit difficult to reply in a straightforward way. From the x-ray it seems indeed that the lead was implanted more towards the right side of the spine. How could you reach the coverage of the right side back and leg? Meaning which electrodes have been activated? You mentioned that when activating contact 14, the patient reported a response of the left side. Could this be reproduced each time that you activated contact 14, or was it only once? Was it only the14 leading to a response? Because of limited information, ts cannot exclude that the poor result you have on the left side, was not due to an inversion of the electrode mapping, but rather to the later position of the lead. Besides, ts thought that the only way to confirm the inversion, at least for this case, would be check the connections by doing a system revision. The issue has not been resolved.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: g2. Foreign: united kingdom medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.